Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: email received from customer: can you explain the return of vicryl and monocryl suture pieces for this event? I called your company explaining the dehiscence of a wound from a patient 2 weeks post op, and your rep wanted us to send in the pieces of the suture taken out of the patient. What was the complaint regarding the vicryl suture? That it broke off inside the patient and thus making the incision dehiscence. It was pds ii suture.z370. Are you reporting events related to 1 or 2 surgeries? 1. What type of surgery did you have? Cesarean section. What was the reason for this surgical procedure? To get a baby delivered. Please provide the surgery date. (B)(6) 2017. When did the issue begin? 2 weeks after. What kind of symptoms are experiencing? Two week f/u appointment, incision leaking and coming apart, still had staples in, pt didn¿t f/u in 1 week and get staples removed. Can you provide date of the new surgery performed to correct your condition? (B)(6) 2017. Can you provide us with a brief medical/surgical history? Was there any complication from the initial surgery? If in your possession, may we have a copy of your operative report? I¿m not the patient suture pieces were examined for visual inspection and it was observed body fluids and damage in several parts along of the strand piece and the ends of the sutures were observed damaged and busted likely by surgical instrument. It could not be determined what may have caused the reported incident. (IFU) caution: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2017 and the suture was used. The patient did not follow-up in one week. Two weeks post-operative, during the follow-up, it was found that the wound/incision was leaking and coming apart, still had staples. The suture was broken into pieces inside the patient. The patient experienced a wound/incision dehiscence and the wound was re-sutured on (B)(6) 2017 to address the issue.